Manufacturer narrative:
One 15.5f x 28cm dura-flow catheter was returned for eval. The lumen is cut off 2.4cm from the base of the hub. A visual examination confirmed the report. The area of the lumen around the crack is swollen. The extensions are discolored, cloudy and covered in adhesive residue. Info provided stated that the catheter was implanted and explanted in the same day. Due to the conditional of the catheter, it is unlikely that it was only implanted for one day. A review of the mfg records indicated all device specifications and quality requirements were satisfied. The lumen was cross sectioned and measured. All measurements were within the dimensional specifications. Attempts to acquire add'l info about the care and use of the catheter were unsuccessful. We are unable to determine the cause or factors which may have contributed to this event.

Event description:
It was reported that there was a cracking on the outer lumen of the dialysis catheter.